Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported stuck keypad key, which was reproduced. The device evaluation confirmed the (.), #3, #4, #5, #6, #7, #8, and #9 key to br inoperable caused by a failed keypad. It was observed that when any remaining functional keys aer selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search. The front case, including the failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad with a stuck #3 key. It was also reported there was no patient injury.